Event description:
A caller reported difficulty in pressing the pump quick bolus/wake button, causing issues with turning on the pump screen. The customer's blood glucose level was within the normal range of 54-500 mg/dl, so there was no adverse impact. Customer was advised by technical support to confirm the pump was not plugged into a power source and use specific techniques to turn it on, but the attempts were unsuccessful. Pump display eventually turned on when plugged into a known working power source, but it could not be used unplugged. Technical support decided to replace the pump, and until the replacement arrives, customer must keep the pump plugged into a power source to access functions. Customer will use multiple daily injections (mdi) as a backup therapy in the interim and was instructed on procedures for returning the defective pump.